Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: the medical records dated (B)(6) 2012 indicate: a prior infection of "gore-tex pledgets" that were removed once in the 1990's and once again in approx 2009. No records of "gore-tex pledget" placement or removal are available. Medical records indicate: on (B)(6) 2005 the pt underwent repair for stress urinary incontinence with a non-gore mid-urethral sling and tvt. There is no mention of a gore device used in the procedure, the notes indicate "an old pledget could be found." There was no mention of infection. Medical records indicate: on (B)(6) 2009 the pt underwent repair for perianal cyst and removal of what "appeared to be a 3 cm length of tubular gore-tex graft." The medical records further note: the foreign body was "removed intact and in total." Medical records indicate: on (B)(6) 2012 a chronically inflamed mesh was removed in its entirety, in which it was noted there was "no evidence of any other foreign bodies." Based on the available information, a root cause cannot be determined. However, it should be noted that there are many complex clinical factors that may have contributed to the event. Additionally, symptoms such as pain, dyspareunia, inflammation, incontinence, discharge and characteristic symptoms and are known complications of pelvic floor dysfunction. It also should be noted that the potential for such events are noted in the instructions for use, including among other warnings: "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The brand and lot number of the gore product used in the procedure has not been provided. Consequently, a review of the manufacturing records for the device used in the procedure cannot be performed.

Event description:
It was reported to gore that the pt alleges to have experienced pain, dyspareunia, infection, erosion, and urinary problems after allegedly having been implanted with a gore device. It was also reported that the pt underwent an additional procedure approx 19 years later.